Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: as received, visual inspection was performed. A large portion of the header was missing from the device; only the vtip connector block was attached. The broken-off pieces of the header were received along with the device. Minor scratches and dents were also observed on the can. Review of the device history and mfg records did not indicate any failures. Due to the extensive damage present on the header, no device testing was possible and the root cause of the reported lead connection issue could not be determined.

Event description:
It was reported that during device replacement the physician found difficulty in removing the is-1 pin plug of the lead.